Manufacturer narrative:
The insulin pump was received with blank display due to unlocked battery tube connector. No cracks were noted at the case per visual inspection. The pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 62 mg/dl. The customer treated with snack. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer stated that the pump was unable to power up after the pump was dropped. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.